Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped or bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer was not able to clear the alarm. The customer stated that the device was not dropped or bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.